Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The occlusion test was unable to be performed due to button keypad anomaly. No moisture damage found inside the pump. The pump was received with cracked display window corner, reservoir tube, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 47mg/dl. The customer treated the low with candy. The customer states they received button error on their device, and they cannot clear it. The customer states the device was worn in her bra while she was on the treadmill. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.